Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the screw pulled through the plate. A different non locking screw was used to complete the surgery. No patient impact. The surgeon stated that the implant may not have been properly aligned during insertion of the screw. The screw may have been damaged as it was tightened with force.